Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump, with instructions to call back if the issue happens again.